Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a reducer fractured during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned tower rod reducer was examined. A tab insert has fractured off on one side. It is possible that the device was fatigued from use over time making it more susceptible to failures such as this. Based on the visual evaluation, it is likely an off-axis force was applied to cause this failure as only one side of the device displayed the fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a reducer fractured during surgery. There were no reported patient impacts associated with this event.